Manufacturer narrative:
Citation: van puyvelde et al. Mitral valve replacement in children: balancing durability and risk with mechanical and bioprosthetic valves interdisciplinary cardiovasc thorac surg. 2024 mar 5;38(3):ivae034. Doi: 10.1093/icvts/ivae034. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding mechanical and bioprosthetic mitral valve replacement in children. The study population included 75 patients which were then propensity matched with 28 patients in each of the mechanical and bioprosthetic groups.  The bioprosthetic group had a mean age of 3.6 years, a mean weight of 12.1 kg and were predominantly male.  Multiple manufacturer¿s devices were implanted in the study population; 5 of 28 patients in the bioprosthetic group received a medtronic melody valve.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Adverse events in the bioprosthetic group included: mitral regurgitation, mitral stenosis resolved by balloon dilation, paravalvular leak resolved by balloon dilation, and severe left ventricular dysfunction requiring transplantation for end-stage heart failure.  No further information was provided pertaining to medtronic products.